Event description:
Account reports they are getting low results for pt calciums that are higher when repeated. The incorrect results have not been used to guide therpy. The field service representative could not confirm any malfunction of the system.